Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: during investigation, evidence of moisture was observed under the display. The pump failed a leak test due to a display lens leak. The pump cover was removed and evidence of moisture damage was observed in the pump. Unrelated to the initial complaint, the pump¿s display screen was dim and discolored.